Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable cause for the malfunction could not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the device had exhibited foreign objects in the air-water (aw-cylinder) and air-water (aw-tube). This issue occurred during the reprocessing of the device. There was no patient involvement